Event description:
The original analysis determined that the complaint fell into the remedial action exemption category, (e2005015). During nellcor puritan bennetts evaluation of the unit in 2005, it was concluded that the failure was isolated to the main pcb. This failure is not associated with remedial action z-0664-05. There was no patient harm reported.